Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure, and the left ventricular lead exhibited elevated thresholds. The left ventricular lead was capped and replaced. The patient was in stable condition post surgery.